Event description:
It was reported that a user experienced elevated blood glucose after a site change to a 23 in 6 mm contact detach set and after pausing insulin for a shower; the user reported no food intake but significant caffeine consumption and did not observe insulin leakage, and they planned a site change without requesting further assistance. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and self-management with planned infusion site replacement. Investigation included user troubleshooting and education through customer care. Investigation of this case revealed no confirmed device malfunction and an unclear cause for hyperglycemia, with potential contribution from interrupted insulin delivery or infusion site issues. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.